Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 400's to 501 (mg/dl); cause was unknown. The customer changed the infusion site and delivered a bolus to address bg level. System check was performed and verified that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.